Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload was broken. Functional testing of the reload could not be performed due to the noted damages. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during the lobectomy procedure, for the first firing, the surgeon inserted the device to intercostal area. However, during approach to bronchus ,a crack sound was heard. The cartridge seemed to be slightly distorted and was not able to be fired. Replaced by a new cartridge and connected to the original handle and the following firings were completed. No harm was caused to the patient.